Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The meter had passing controls and calibration. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of questionable glucose results from an accu-chek inform ii meter. At 11:46 am, the result was 483 mg/dl. At 11:55 am, the result was 255 mg/dl. This result was believed to be correct.